Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device did not work was not confirmed. Therefore an assignable root cause for the reportable condition was not confirmed. However, during evaluation, it was confirmed that the device displayed an e6(overheat warning) error code. The assignable root cause resulting from failures identified during evaluation was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device did not work. During in-house engineering evaluation, it was observed that the device had intermittent operation and displayed an e6(overheat warning) error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021.